Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown. Product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient  almost lost their life due to bad placement of a neurostimulator spinal implant. The patient reported that now they have infected electrodes and it was poorly implanted.